Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with fortum (1 gm, daily, ip), meropenem (1 gm, daily, IV), fluconazole (100 mg, daily, IV) and vancomycin (1.5 gm every fourth day, route not reported). The cause of the peritonitis was "did not wear a mask." It was not reported if the patient was retrained in aseptic procedure; therefore, the outcome for the event of did not wear a mask was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. Treatment with fortum, meropenem, fluconazole and vancomycin continued. Concomitant medications were not reported. The physician considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The physician did not provide an assessment of causality for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.